Manufacturer narrative:
Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The trigger has been fully advanced and locked within the handle indicating a complete deployment. The suture/t construct was returned and no abnormalities were noted. The condition of the device indicates that during placement of t1 the trigger was inadvertently advanced causing the pre-deployment of t2. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time.

Event description:
It was reported that the t1 and t2 fell off at the same time. No patient injury was reported.